Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat a degenerative deformity with fixation at l2-s1. It was reported that the surgeon completed planning prior to the procedure and had planned for cortical screws. The platform was mounted to patient by schanz pin inserted into patient's left psis. 3define was completed and registration achieved without issue. When the surgical arm was sent to the second trajectory at right l2, the trajectory was lateral to plan and the surgeon requested to re-plan the case with pedicle screws. The surgeon then sent all trajectories first and marked the patient's skin. L2-l4 were placed through midline incision. L5-s1 were placed mis. The arm start shaking at the last trajectory, right s1, due to surgeon applying too much pressure. The arm was re-sent and was accurate. Upon confirmation, it was noted that left l3 and bilateral l2 placements were all inferior to plan. No patient harm was reported and surgery was delayed less than an hour.